Event description:
The cap separated from the blue and white female connector of the transfer set afer use, and a clamp had to be used to close catheter. This event specifically refers to an instance from the week of 03/01/2006 - 03/07/2006. During a follow-up call with the home patient's daughter 3 days later, the fhome patient daughter replaced the transfer set in the home herself after catheter/transfer set separation. Pd patients are trained to close the clamp, not complete the xchange and to cal the dialysis unit when this occurs. No patient injury or medical intervention was reported due to this incident.